Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed motor test during the basic occlusion test as a result of a loose drive support disk. The motor passed the motor test. Unable to verify excessive no delivery alarms due to the prime anomaly and motor alarm. The device was received with cracked case at the display window corner, broken reservoir tube lip, cracked reservoir tube, broken belt clip slot, scratched lcd window, and stained keypad overlay, end cap sticker, and back address label.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed motor error. The blood glucose reading was 5.7mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.